Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An investigation has been performed and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31 may 2019. Medical event associated with this complaint case occurred on 24 mar 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The caller reported customer was experiencing nausea, vomiting, and chills, and lost consciousness. Emergency services were called and a paramedic meter result of 450 mg/dl was obtained compared to a sensor scan of 135 mg/dl. The customer was taken to a hospital, where she was diagnosed with diabetic ketoacidosis. It was reported the customer received treatment of lactated ringer solution, hypnovel, fentanyl, and noradrenaline via IV, and was hospitalized for a week. The result of healthcare meter vs scan when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.